Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was advancing clips with out formation. Completed case with another device of the same product code. There was no patient consequences.